Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid right coronary artery. A 2.25mm x 12mm non bsc balloon catheter was advanced to the lesion for predilation however the balloon ruptured. The device was removed and a 3.00mm x 16mm promus premier¿ stent was advanced. When advancing across the lesion, the guide was backing out. The physician decided to remove the 3.00mm x 16mm promus premier¿ stent. Upon removal, he noticed the stent had come off the stent delivery system (sds) balloon and was sitting on the shaft of the sds proximal to the balloon. A 6f non bsc extension guide catheter was used to stabilize the guide catheter and another 3.00x16mm promus premier¿ stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid right coronary artery. A 2.25mm x 12mm non bsc balloon catheter was advanced to the lesion for predilation however the balloon ruptured. The device was removed and a 3.00mm x 16mm promus premier¿ stent was advanced. When advancing across the lesion, the guide was backing out. The physician decided to remove the 3.00mm x 16mm promus premier¿ stent. Upon removal, he noticed the stent had come off the stent delivery system (sds) balloon and was sitting on the shaft of the sds proximal to the balloon. A 6f non bsc extension guide catheter was used to stabilize the guide catheter and another 3.00x16mm promus premier¿ stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis as it was discarded. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range with no anomalies evident. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).